Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit a root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to disconnection in cable unit, noise occurs and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had noise in the image. There were no reports of patient harm.